Event description:
The device was returned to the service center with a customer contact report of no dc power. This does not indicate a reportable event. However, during verification testing at the service center, leakage from the disposable batteries was noted in the battery compartment and on the middle printed circuit board of the device.

Manufacturer narrative:
During testing, corrosion from leakage from the disposable batteries was noted in the battery compartment and on the middle printed circuit board of the device. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.